Event description:
It was reported prior to starting a da vinci si procedure that the tenaculum forceps instrument had a broken cable. No patient harm, adverse outcome or injury was reported

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed cable is frayed. The one grip close cable is frayed near the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Additionally, though not reported by the site, was a derailed cable. The same cable that is frayed is also derailed from the distal idler pulley. The grips can still open and close, but movement may not be precise. Engineering concluded the cable derailment is likely due to cable losing contact with pulley during wrist articulation, and derailment may have contributed to cable fraying. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.